Event description:
The hcp reported the pt developed an infection at the pump site. The pump and catheter were removed in 2001. One month later, the pt developed a localized infection and required a second incision and drainage. The pt has not been seen by the hcp in approximately 3 years.